Manufacturer narrative:
A visual assessment of the screw confirmed the complaint of breakage. Approximately 4.5mm of the distal end of the screw was broken off and not returned for evaluation. With the limited clinical details provided regarding graft type, size, tunnel size and site preparation no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the tibial fixation of the cruciate ligament reconstruction surgery, the screw was broke during implantation.